Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 needle 25ga 1in experienced defective needles. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, a scratch was found near the center of one needle and on three areas of the other needle.

Manufacturer narrative:
H.6. Investigation: one picture displaying two g25 needles without their shields was provided for evaluation by our quality engineer team. However, based on the examination of the picture alone, the reported defect could not be identified. As a lot number was unavailable for this incident, a review of the production history records could not be completed and retained samples could not be obtained for further analysis. Based on the limited investigation results, a cause for the reported issue could not be determined. H3 other text : see h.10.

Event description:
It was reported that 2 needle 25ga 1in experienced defective needles. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, a scratch was found near the center of one needle and on three areas of the other needle.